Event description:
Device malfunction: embolic protection filter basket retrieval unsuccessful with initial recovery catheter. Time of malfunction: during retrieval of filter basket. Symptoms/ae: none. It was reported that, during a revascularization stenting procedure of the left internal carotid artery, the physician was unable to pass the recovery catheter, "shapeable tip" design through the stent, as a result, he utilized the recovery catheter "low profile" design, with successful filter basket retrieval. There were no reported pt effects throughout the procedure. It was noted that the subject was discharged to home the next day. No add'l info available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and pt status from the hospital, field contact or distributor.